Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during the implant procedure, the physician successfully positioned the right ventricular lead but noted high impedance measurements. Despite attempts to reposition the lead for better measurements, the high impedance continued. The lead was no longer used and replaced. The patient tolerated the procedure well and would continue to be monitored.